Event description:
Additional information received from the patient reported that they were advised to turn it off after it was determined that it was on. The battery seemed to be shocking them for a few days prior to making the phone call requesting assistance.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v560341, implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 261530001, implanted: (B)(6) 2011, product type: accessory. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported lower back and tailbone pain and a pinching or biting sensation at the implant site. The pinching sensation occurred the day after the patient went down the steps very quickly on (B)(6) 2015; however she did not fall as she had her hand on the railing. The patient had excruciating back pain when sitting down which started on (B)(6) 2015 at 6 pm. After replacing the depleted batteries in the programmer, the patient turned off the device to see if the pain resolved. The back pain and pinching sensation was still present but not as bad as the morning of the report and barely felt it. The patient was instructed to monitor symptoms with the therapy off. Outcome remains unknown. Follow up was conducted to obtain additional information. The indications for use included gastrointestinal/pelvic floor and urinary dysfunction.

Event description:
Additional information received from the consumer via manufacturer representative reported the fall down the stairs caused impeding out and shocking pain. An impedance check was conducted on (B)(6) 2015 and the lead was removed and replaced. The issue had resolved at the time of the report. See related report 6000153-2015-00404.